Manufacturer narrative:
The actual complaint product was reported discarded and is not available for evaluation. The device history record for lot aa8316r10 was reviewed and the product was produced according to product specifications. All information reasonably known as of 09 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the sutures broke on three anchors while the surgeon was placing them. There was no injury to the patient. No further information provided.